Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2026-00578 and stryker reference (B)(4), submitted on 03/13/2026, was submitted based on the information available at the time. During the investigation, it was observed that the device did not malfunction. The product assessment center (pac) technician evaluated the device and did not confirm the reported issue. Following a self-test, during normal operation, the device will give the voice prompt "powering off" and shut down. This is normal device operations. No device failure occurred. The customer's device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.